Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed questionable capture, as well as sensing and impedance changes exhibited by the right ventricular lead. The lead was being monitored, and the patient was stable. Further information was requested but not received.

Event description:
New information received notes the pacing impedance was low, non-sustained ventricular oversensing was observed. Programming changes were made. The patient was stable.

Manufacturer narrative:
Correction: section e: facility details and reporter title updated.